Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient did not observe drops during the fill tubing stage of a supply change. Upon removing the current supplies, leaking was noted in and around the luer connector. Inspection of the connector revealed no visible cracks, and the tubing and cartridge were intact with no issues reported. A new connector was retrieved, and the fill tubing was completed without issue. Assistance was provided for the remaining steps of the supply change, and insulin delivery resumed. The connector lot number was unavailable as the package had been discarded. Blood glucose levels were unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.